Manufacturer narrative:
The following fields were updated due to additional information: d4. Medical device lot #: 4054175 d4. Medical device expiration date: 25-oct-2025 h4. Device manufacture date: 23-feb-2024 d.4 UDI#: (B)(4). Investigation summary the complaint investigation for unusual curves when using the bd max cdiff kit (ref. 442555) lot 4054175 was performed by the review of manufacturing records and by the complaint¿s history review. Customer complained about atypical curves suggesting potential false positive results for the cdiff target when using bd max¿ cdiff kit lot 4054175. Review of manufacturing records of the bd max cdiff indicated that the lot 4054175 was manufactured according to specifications and met performance requirements. Customer provided logfiles from instrument ct0244 for investigation. Despite multiple attempts made to receive information from the customer, no further data was provided for the investigation. Since no data was provided, no curves could be adjudicated to see whether any anomaly could be found. Without data, bd is unable to identify the cause of the customer issue. As stated in the instruction for use (IFU) document, the bd max system provides qualitative results. The CT score/curve shall not be used to overrule or change the reported test results. There is no indication of a reagent issue based on the analysis of the complaints received for unusual curves or false positive results on bd max cdiff lot 4054175. The root cause was not identified. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and a preventive action plan since no new hazard or trends was identified. Bd quality will continue to monitor for trends.

Event description:
It was reported that during use of bd max¿ cdiff (us), an unspecified number of false positive patient results were obtained. There was no report of patient impact.

Event description:
It was reported that during use of bd max¿ cdiff (us), an unspecified number of false positive patient results were obtained. There was no report of patient impact.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.